Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic right ventricular tachycardia with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac perforation. During ablation, after approximately 8-9 radiofrequency applications, a steam pop occurred. A cardiac perforation was identified. There is no information regarding intervention, patient condition, extended hospitalization, patient outcome, or physician¿s opinion. Generator power was set at 40 watts. There is no further information regarding generator settings. Irrigated catheter flow was set at 30ml/min. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.